Manufacturer narrative:
Date of event estimated. Correction - section d - device info. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the during an ipg replacement surgery, the physician nicked the insulation of the lead when opening the battery pocket. The wire was superficial on top of the battery. The surgical procedure was aborted, and the physician closed the incision. The patient had no therapy at this time. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2024 where the lead was explanted and replaced to address the issue. Effective stimulation was restored.